Manufacturer narrative:
The unidentified detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, unreported damage of the coil being stretched and entangled was found. The coil was unraveled out of the soldered section, stretched, and compressed. Unreported damage of the core wire and coil protruding through the sheath was found. The circumstances of how and when all the above unreported damage occurred to the device cannot be determined as it was reported, ¿¿there were no other damages to the device after removal...¿ the detachment fiber was intact, undamaged, and did not receive heat and melt. The device positioning unit (dpu) failed electrical testing with resistance range from 0.0 to 3.31 m ohms (range 48.85/56.0) (mps-prp0243) and the enpower systems ready green light failed to illuminate (IFU). No manufacturing defects were found. The complaint of the coils non-detachment is confirmed. The dpu failed electrical testing. While the root cause cannot be determined, the most likely contributing factor to the coil¿s non-detachment may have been due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. It was not stated that a pre-deployment electrical test was completed. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of the complete detachment system and without the identification or return of the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The damages found during analysis on the device may have occurred during shipping, because it was noted that the device was not damaged after the event. Based on the information and the analysis, the event was confirmed, however circumstances of how the damage leading to the failure occurred could not be determined. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that during embolization of the posterior communicating artery the micrusphere coil (csp10035030/c32368) could not be detached. The physician withdrew the coil and used a new coil to complete the procedure. There was no report of patient injury. At the time of initial contact the device was available for return. There was no significant clinical delay to the procedure as a result of the issue. There were no damages noted to the coil/coil delivery/detachment system. The coil was successfully removed from the patient and still attached to the delivery system when it was removed from the patient. There were no other damages to the device after removal. There was no low battery light seen during the case and the system ready light illuminated. All connections appeared to fit properly without use of excessive force. The connecting cables were used successfully with subsequent coils. The same detachment control box was used with subsequent coils.